Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was in coronary diagnostic procedure when the issue occurred, and it was completed by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements were not working. Analysis of the system log file showed that the geo module's "float tabletop key" was in active. During troubleshooting, the philips engineer found that the right wedge key was pressed in the control/imaging module and there was a button¿s active message which indicated the defect in geo module. The fse replaced the control module. After replacing the control module, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported that geometry movements were not working. There was no report of patient or user harm. The device was in clinical use at the time of the reported event. A philips field service engineer (fse) replaced the control module and returned the system to good working order.